Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of non-sustained right ventricular oversensing that resulted in post-paced t-wave oversensing were noted on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed at this time. The patient was stable and will continue to be monitored.